Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, all conductors were stretched, the inner insulation was kinked/buckled, the outer tubing overlay was kinked/buckled, all insulators were torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, the lead was stretched, and there was apparent explant damage. Visual analysis indicated that there was a large chunk of tissue on the helix.

Event description:
It was reported that there was high impedance on the right atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.